Event description:
(B)(6) advia centaur hbc total results were obtained on two patient samples and considered discordant when compared to other hbc total test methods. There was no known report of adverse health consequences due to the discordant hbc total test results.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur xp hbct test results. The limitation section of the IFU states the following: "the advia centaur hbct total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established when the advia centaur hbct total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." No conclusion can be drawn. The instrument is performing within specifications.